Event description:
It was reported that during a cardiac atrial flutter ablation procedure, a steam pop occurred. The physician was using an 8mm bard stinger ablation catheter and the t11 rf generator. The generator settings were 70 watt, 65 degrees celsius. During the third ablation, the temperature increased to 97 degrees and a steam pop occurred. Ablation was stopped and the generator was checked. Ablation was continued and the procedure was successfully completed with no pt complications. Post procedure, the generator print-outs were analyzed and it was noted that the generator set up was correct; however, the 'clear/mode' button was inadvertently selected prior to ablation causing the generator to switch to 'power controlled mode'. The printouts reveal that the energy was immediately at 70watts and the average watt of the first three ablation cycles was 70watts while the temperature was out of control. During the third ablation, the temperature reached 97 degrees celsius and the generator alarmed with a (hi) error message. When the 'hi' error message was cancelled, the 'clear/mode' button was inadvertently pushed a second time in error, which switched the generator to 'temperature mode' again.

Manufacturer narrative:
(B)(4). The generator was not returned for evaluation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with use/user error. The IFU states, "if a catheter with a temperature sensor is used during ablation in power control mode, the system will monitor and display the temperature numerically from 15 degrees celsius to 80 degrees celsius in the temperature window and flash. When the temperature is greater than 80 degrees celsius, the display shows 'hi' and the audible tone beeps twice as fast to inform the user the monitored temperature is above the upper limit". Per the info provided, the steam pop occurred when the generator was in 'power mode' and temperature reached 97 degrees celsius.